Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a catheter placement procedure using powerline catheter. On (B)(6) 2025, sometime post placement, it was reported that the lines broke at the level of the connector and required removal and replacement. It was further reported that the line itself came out with no resistance, but in this case the cuff was no longer attached to the line and was essentially ¿cemented¿ into the subcutaneous tissue. Reportedly, it wasn't able to get blood and saline squirted out of line from fracture site, close to peripheral end of line. We had to make a second incision to remove it. On (B)(6) 2025, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 5fr powerline s/l catheter was returned for evaluation. Visual, microscopic, and functional assessments were performed. The edges of the partial circumferential break on the extension leg, proximal to the luer were noted to be uneven. The surface was noted to be granular throughout. Upon infusion, a leak from the proximal portion of the extension leg was observed while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful as air returned to the in-house syringe. The tissue cuff appeared to be detached and was returned. The tissue cuff appeared to be completely covered in tissue. Therefore, the investigation is confirmed for the reported fracture, air/gas in device, fluid leak, difficult to flush and suction issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a catheter placement procedure using powerline catheter. On (B)(6) 2025, sometime post placement it was reported that the lines broke at the level of the connector and required removal and replacement. Additionally, it wasn't able to get blood and saline squirted out of line from fracture site, close to peripheral end of line. So had to make a second incision to remove it. Additionally had difficulty in flushing and air entered the device. On (B)(6) 2025, the catheter was removed. There was no reported patient injury.